Event description:
The manufacturer's representative reported a volume discrepancy. The estimated reservoir volume was 0.0 ml, but the actual reservoir volume was 17.0 ml. The patient does not remember having any return of symptoms. The hcp reported, the patient's pump is loose in the device pocket and has flipped a couple of times. The hcp is considering troubleshooting options. The patient's last pump refill was in 2007, where they received an unknown drug (10 mg/ml) delivered at 3 mg/day. Additional information has been requested, but was not available at the time of this report.